Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited a steady increase in shocking impedance measurements which were now 140 ohms. A revision procedure was performed and the right ventricular (rv) lead was replaced. Defibrillation threshold (dft) testing was performed and the device displayed a fault code (fc) 1005. Therefore, the device was also removed from service and replaced. No additional adverse patient effects were reported.